Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information was received from the reporter; it was informed that the "valves leaked when instruments were not inserted". The surgery was completed without harm to the patient. The product sample was discarded. There are not other event details available as per the reporter.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported leaky valves during surgery. Additional information and product samples have been requested for this event. No updates have been received at this time.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified. A device history record review for the lot was conducted. According to the device history record review the lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product released met the product¿s acceptance criteria. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4).